Event description:
It was observed during the device investigation that the cysto-nephro videoscope had foreign objects on the objective lens and distal end. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause for why the foreign material remained on the device was not determined. Olympus will continue to monitor field performance for this device.